Event description:
The report received from the affiliate indicated that the physician implanted a palmaz blue 6 x 18 stent mounted on a 142 cm. Aviator plus balloon catheter (bc) at 12 atm. In the right renal artery and during angiography noted the stent was fractured with one segment uplifted. The stent was fractured but not separated. The right renal artery target lesion was reported to be: a 60% stenosis, and not calcified/tortuous. The stent was not deployed at an acute bend/angle. There was no reported disruption of flow due to the reported product issues. The patient was not symptomatic. The stent was not post-dilated. No ivus or additional intervention was performed. The procedure was elective. There was no reported patient injury. No additional information or plan for treatment was provided.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect amended film review findings. After review of additional films the reviewer has concluded that a stent fracture is not evident. The report received indicated that the physician implanted a palmaz blue 6 x 18 stent at an inflation pressure of 12 atmospheres in a 60 % stenosed right renal artery and during angiography noted the stent was fractured with one segment uplifted. The stent was fractured but not separated. The stent was not deployed at an acute bend/angle and was not post-dilated. There was no reported disruption of flow due to the reported product issues. No ivus or additional intervention was performed. There was no reported patient injury. No additional information or plan for treatment was provided. (B)(4) amended-history and complaint: this complaint involves a patient who was being treated for a right renal artery stenosis. The target lesion was a right renal 60% stenosis. After deployment of a palmaz blue 6x18mm stent it was noted that the stent was fractured. Clinical reports stated that there 'was no reported disruption of flow due to the reported product issues. No ivus or additional intervention was performed. There was no reported patient injury.' Observations: a single cine file is submitted for review. Access is from the brachial approach. No images of the initial target lesion are available. The stent is already implanted. A v18 wire remains in place across the deployed stent. Contrast is injected through a guide catheter near the right renal artery ostium. Precontrast segment of the video is limited. There does not appear to be significant calcification. I do not definitively see a stent fracture. There is slight widening of one interstice in the proximal portion of the stent. No complete, displaced stent fracture is identified. There appears to be normal flow of contrast. There is no evidence of dissection, extravasation or other complication. Conclusion: this complaint involves possible palmaz blue stent fracture immediately following implantation in the right renal artery. Full evaluation is limited due to limited clinical information and images provided. I do not definitely see a stent fracture. There is certainly no flow limitation or other complication. I would be happy to review further if additional information becomes available. If clinical concern for a fracture remains high, follow up imaging with fluoroscopy or CT may be useful. Addendum: four additional cine files are submitted for review. These angiographic runs are obtained after stent deployment in the right renal artery. No pre-stent angiograms are provided. All four files show selective catheterization of the right renal artery. A stent is in place within the proximal right renal artery. The stent is well expanded and the flow lumen is normal. There is no evidence of dissection, extravasation, or other complication. I do not identify a stent fracture. I would be happy to review further if additional information becomes available. If clinical concern for a fracture remains high, follow up imaging with fluoroscopy or CT may be useful. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15446191 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU as such. Although rarely reported, stents in renal arteries are not immune to fracture. Current literature suggests that the mobility of the kidney can lead to renal artery stent fracture and accelerated in-stent restenosis. Stent fractures have been observed in segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and high rate of stenosis. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. However, there are possible vessel characteristics, such as high degree of angulation, as well as progression of atherosclerotic renal artery disease that may have contributed to these events. In addition, there are biomechanical forces that can possibly lead to strut fatigue and fracture of the stents.

Manufacturer narrative:
Complaint conclusion: the report received indicated that the physician implanted a palmaz blue 6 x 18 stent at an inflation pressure of 12 atmospheres in a 60 % stenosed right renal artery and during angiography noted the stent was fractured with one segment uplifted. The stent was fractured but not separated. The stent was not deployed at an acute bend/angle and was not post-dilated. There was no reported disruption of flow due to the reported product issues. No ivus or additional intervention was performed. There was no reported patient injury. No additional information or plan for treatment was provided. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15446191 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU as such. Although rarely reported, stents in renal arteries are not immune to fracture. Current literature suggests that the mobility of the kidney can lead to renal artery stent fracture and accelerated in-stent restenosis. Stent fractures have been observed in segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and high rate of stenosis. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. However, there are possible vessel characteristics, such as high degree of angulation, as well as progression of atherosclerotic renal artery disease that may have contributed to these events. In addition, there are biomechanical forces that can possibly lead to strut fatigue and fracture of the stents.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect film review findings. The report received indicated that the physician implanted a palmaz blue 6 x 18 stent at an inflation pressure of 12 atmospheres in a 60 % stenosed right renal artery and during angiography noted the stent was fractured with one segment uplifted. The stent was fractured but not separated. The stent was not deployed at an acute bend/angle and was not post-dilated. There was no reported disruption of flow due to the reported product issues. No ivus or additional intervention was performed. There was no reported patient injury. No additional information or plan for treatment was provided. (B)(4): history and complaint: this complaint involves a patient who was being treated for a right renal artery stenosis. The target lesion was a right renal 60% stenosis. After deployment of a palmaz blue 6x18mm stent it was noted that the stent was fractured. Clinical reports stated that there 'was no reported disruption of flow due to the reported product issues. No ivus or additional intervention was performed. There was no reported patient injury.' Observations: a single cine file is submitted for review. Access is from the brachial approach. No images of the initial target lesion are available. The stent is already implanted. A v18 wire remains in place across the deployed stent. Contrast is injected through a guide catheter near the right renal artery ostium. Precontrast segment of the video is limited. There does not appear to be significant calcification. I do not definitively see a stent fracture. There is slight widening of one interstice in the proximal portion of the stent. No complete, displaced stent fracture is identified. There appears to be normal flow of contrast. There is no evidence of dissection, extravasation or other complication. Conclusion: this complaint involves possible palmaz blue stent fracture immediately following implantation in the right renal artery. Full evaluation is limited due to limited clinical information and images provided. I do not definitely see a stent fracture. There is certainly no flow limitation or other complication. I would be happy to review further if additional information becomes available. If clinical concern for a fracture remains high, follow up imaging with fluoroscopy or CT may be useful. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15446191 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU as such. Although rarely reported, stents in renal arteries are not immune to fracture. Current literature suggests that the mobility of the kidney can lead to renal artery stent fracture and accelerated in-stent restenosis. Stent fractures have been observed in segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and high rate of stenosis. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. However, there are possible vessel characteristics, such as high degree of angulation, as well as progression of atherosclerotic renal artery disease that may have contributed to these events. In addition, there are biomechanical forces that can possibly lead to strut fatigue and fracture of the stents.